Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber and rt202 adult breathing circuit was returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: visual inspection identified a crack at the base of the dome of the chamber. Conclusion: our investigation identified a crack on the dome of the mr290v vented autofeed humidification chamber. Based on our investigation, the crack is likely to be due to externally applied mechanical stress. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes,cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chambers would have met the required specifications at the time of production. The user instructions provided with the rt202 adult breathing circuit include the following: - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an mr290v vented autofeed humidification chamber supplied with an rt202 adult breathing circuit was found leaking water during use. There was no patient harm reported.